Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2020) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g4, g6, h2, h6, h10. Corrected fields: d.6a (date of implant). This supplemental emdr represents the bard/davol 3dmax light (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2016 and 3dmax light mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿the hernia defect was identified at the level of pubic tubercle with colon contents were reduced. The hernia sac was dissected and reduced. The attached lipoma was excised. A perfix plug (device 1) was placed and into the internal ring defect and secured using sutures. An onlay patch was placed on the floor and sutured.¿ on (B)(6) 2020 - patient was diagnosed with recurrent right and left inguinal hernias and pain thereby underwent robotic assisted repair with implant of 3dmax light meshes (device 2 and 3). Per op notes, ¿on the right inguinal region, the prior mesh (device 1) was herniated through the internal ring developed a recurrence. The mesh (device 1) was dissected. The hernia was reduced. On the left inguinal region, there is a large hernia defect with sigmoid colon contents. The colon contents were reduced. Two 3dmax light meshes (device 1 ¿ left and device 2 ¿ right) were placed in both peritoneal spaces and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax light mesh (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2016 and 3dmax light mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.